Event description:
Related manufacturer reference number: 2017865-2023-11974. It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. It was also noted that the right ventricular lead exhibited noise. No intervention was performed. The patient was stable.